Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump received with cracked battery tube threads, cracked case battery tube and broken belt clip rails slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the belt clip rails of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.